Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a portable c-arm fluoro unit, and physician completed the procedure without further incident. Customer did not provide any further patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site and investigated the 'interface error' and reported finding the cover removed from the generator interface module (gim). Fse reattached the gim cover and flashed the gim, per infimed service manual, and the issue was resolved. Fse checked system for proper operation per checklist and returned the unit to full service.